Event description:
It was reported via repair work order that the brakes could not engage due to incorrect brake rings and bent brake drive link. It was also reported that the side rail could not remain latched due to damaged spindle, spindle bearing and damaged pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.